Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l93071), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot number (5l93071), and no non-conformance were identified.

Event description:
It was reported by sales rep that during a rotator cuff repair a 4.9mm healx adv sp biocomposite anchor they inserted the anchor, malleted it in to the first thread of the anchor body. They turned the inserter and the threads started to engage. After turning several times the anchor body shattered into several pieces. They took five minutes to fish out all the broken fragments then proceeded to finish the case with a normal 6.5 healix adv knotless. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.